Event description:
A retrospective review of the incident was completed on 08/08/06. The initial assessment did not determine the event as reportable. During the review, a determination was made that the event meets the reporting requirements of a device malfunction. Physician noted a fractured screw at s1 in one of his array pts, approximately four months following a lumbo-sacral fusion. The pt was fused and is not suffering any ill effect at present.